Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Cut chin and under left eye [laceration]. Brush head coming off of toothbrush and cutting chin and under eye [injury associated with device]. Brush head coming off of toothbrush [device breakage]. Case description: report source: spontaneous. A (B)(6) year old male consumer reported via phone on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown would come off the handle every once in a while, but for the last 3 days it had happened every day. He reported he had to put pressure on it, and when he forgets the whole thing comes completely off and the metal part had cut his chin and under his left eye for the last 3 days. He did not seek medical attention. The consumer reported the toothbrush was about a year old and it looked okay. He threw away the brush head that morning. He had used the product twice a day. The case outcome was not recovered/ not resolved. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.